Event description:
It was reported by service report that the brakes were not engaging or disengaging. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: screw in the foot-end shoulder socket became loose.